Manufacturer narrative:
This report is submitted on august 01, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced recurrent infections at the implant site resulting in the decision to remove the abutment. Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient.

Manufacturer narrative:
It is now reported that the patient underwent skin revision at the time of abutment removal. Correction: the device was explanted on (B)(6) 2018, and there was no fixture loss as previously reported. This report is filed on november 20, 2018.